Event description:
The reporter stated that two cervical screws were seen, on x-rays, to have backed out of the sonoma plate at level c5. There was no significant failure mechanism that the pt has identified. Also implanted were: 39-1507 (2) cambria implant 15mm x 13mm x 7mm, lordotic; 23-4014 (4) variable bone screw, 4.0 x 14mm, 20-4014 (1) limited angle bone screw 4.0 x 14mm; 22-4514 (1) bone screw, limited angle, double lead, 4.5 x 14mm. Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.